Event description:
The customer reported that during a sigmoidectomy, the device activated although the activation button was not pushed. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.